Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The screwdriver broke in the screw socket and stayed there. The surgeon couldn't remove the broken screwdriver from the socket (tip). The hospital reports this incident and is asking if this can affect the patient in long term, and whether this is serious event or not. Hospital would like to know if they need to take any steps. Update from sales rep: when sewing a 4,0 axsos steel screw into the plate, the tip of the screwdriver was screwed and was stuck to the screw head. It could not be removed. It remained in the plate. Axsos steel tibia plate with 4,0mm locking screws. The surgeon did not use the dynamometer when screwing in the screw with the screw driver. Surgical delay of 10min. Not longer. No other consequences reported.

Manufacturer narrative:
Corrections to d10/h3: the reported event that screwdriver bit axsos t15, ao fitting 4.0mm locking set was alleged of 'breakage during surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Furthermore, more information is required in order to answer the question about the steps to be taken for the retrieval or not of the broken piece from the patient's body. Indeed, a clinical opinion was requested from stryker medical expert about this case, to which they replied: " [...] This question cannot be answered so easily. The main question are: where did the screwdriver broke? And how big large is the piece left in the body? Usually the screwdrivers are made of stainless steel with not much reaction (and so: tissue response) to the surrounding area. In the vast majority of cases the consequences of this incident should not be relevant to the patient`s health. [...]" It is also important to determine if the patient has any type of allergies. The attending healthcare professional should use their professional judgement to determine the steps that have to be undertaken based on those results. As a reminder, the IFU clearly states: "[¨...] ''Ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! For your information, avail yourself of the training courses and publications offered by stryker (e.g. Operative techniques). [...]" As well as: "[...] ¿ always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. [...] ¿ before every operation, ensure that all devices to be used during the operation function correctly with each other. ¿ in the course of the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure.[...]" A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3: device was not returned.

Event description:
The screwdriver broke in the screw socket and stayed there. The surgeon couldn't remove the broken screwdriver from the socket (tip). The hospital reports this incident and is asking if this can affect the patient in long term, and whether this is serious event or not. Hospital would like to know if they need to take any steps. Update from sales rep: when sewing a 4,0 axsos steel screw into the plate, the tip of the screwdriver was screwed and was stuck to the screw head. It could not be removed. It remained in the plate. Axsos steel tibia plate with 4,0mm locking screws. The surgeon did not use the dynamometer when screwing in the screw with the screw driver. Surgical delay of 10min. Not longer. No other consequences reported.

Manufacturer narrative:
The reported event that screwdriver bit axsos t15, ao fitting 4.0mm locking set was alleged of 'breakage during surgery' could be confirmed, since the device was returned and is indeed broken. The device inspection revealed the following: the device shows various traces of usage, such as the vanishing of the color coding, probably as a result of multiple reprocessing cycles. Futhermore, the analysis of the breakage surface shows an oblique fracture line specific to overtorque. Clear torque lines can be noticed all over the device. Traces of rust are also visible, probably resulting of inadequate reprocessing. Furthermore, more information is required in order to answer the question about the steps to be taken for the retrieval or not of the broken piece from the patient's body. It is also important to determine if the patient has any type of allergies. The attending healthcare professional should use their professional judgement to determine the steps that have to be undertaken based on those results. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The screwdriver broke in the screw socket and stayed there. The surgeon couldn't remove the broken screwdriver from the socket (tip). The hospital reports this incident and is asking if this can affect the patient in long term, and whether this is serious event or not. Hospital would like to know if they need to take any steps. Update from sales rep: when screwing a 4,0 axsos steel screw into the plate, the tip of the screwdriver was screwed and was stuck to the screw head. It could not be removed. It remained in the plate. Axsos steel tibia plate with 4,0mm locking screws. The surgeon did not use the dynamometer when screwing in the screw with the screw driver. Surgical delay of 10min. Not longer. No other consequences reported.